Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Mother reported that her daughter went to remove a tampon and it did not have a string. She had to go to the doctor for removal of the tampon. Tampon was removed successfully.